Event description:
It was reported that overfilling occurred while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it is reported customer believes tubes are over filling. Verbiage received, - "bd vacutainer na citrate ref: (B)(4), lot 0289251, exp 7-31-2021, no harm/injury, "tubes are being overfilled, past the fill line, causing our analyzer to flag the specimen with a volume alarm. The ratio of anticoagulant to blood is compromised in these samples".

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer for investigation. Therefore, (B)(4) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd was unable to determine the root cause of the customer's issue.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that overfilling occurred while using the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes. The following information was provided by the initial reporter: it is reported customer believes tubes are over filling. Verbiage received, - "bd vacutainer na citrate ref: 363083, lot 0289251 exp 7-31-2021, no harm/injury, "tubes are being overfilled, past the fill line, causing our analyzer to flag the specimen with a volume alarm. The ratio of anticoagulant to blood is compromised in these samples."